Manufacturer narrative:
Additional information received; it was reported that intervention took place to treat the previously reported (distal) type ib endoleak with extension of the right iliac using a non-medtronic aortic cuff and this resolved the type ib endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on this case reported that a technical observation performed, noted that the iliac stent graft had ¿tilted¿ a bit causing a type ib endoleak and that insufficient sealing of the iliac stent graft was the clinical problem. No other clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63 mm diameter abdominal aortic aneurysm. The endurant 36x20x170 was implanted on the right with an endurant 16x24x120 in the left contralateral limb. However, it was reported that approximately 5.5 years post index procedure, CT imaging was performed showing insufficient alignment of the stent graft right side. There was no endoleak, stenosis or migration of stent graft. It was reported that the investigator implanted another manufacturer's stent graft and resolved the insufficient alignment of the stent graft on the right side. The investigator indicated that the event was related to the device. No additional clinical sequelae were reported and the patient is fine.